Manufacturer narrative:
Philips has investigated the complaint. According to the additional information gathered, the problem occurred during a diagnostic procedure that was delayed and completed by restarting the system. The philips remote service engineer (rse) contacted the customer remotely and confirmed that the device was unable to perform exposure. Rse checked the system log files remotely and discovered x-ray tube arcing and grid switch faults. The system was inspected and troubleshooted on-site by a philips field service engineer. Fse examined the cathode and anode tips and discovered one of the tube tips was cracked. To resolve the issue, fse replaced the x-ray tube. After replacement, the system was restored to full operating order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If an exposure issue occurs during a procedure, a warm/fast restart or a cold restart may be performed to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. An exposure issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device was unable to perform exposure, which can impact imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.